Event description:
Us complainant reported the patient was on impella cp support. While on support, a yellow controller error displayed on the automated impella controller (aic). No patient harm has been reported.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the console (aic) controller error-yellow alarm has been completed. Console logs from the reported event date align with the complaint, showing a ¿controller error (#1045: opm comm crc invalid)" was triggered during the clinical procedure. This error occurred before the console was shut down and replaced. Rt log data revealed that the controller error resulted in all 5s signals from the optical bench (placement, snr, contrast, lamp, gain) showing as -16384, indicating a crc error. Inspection of the console, the 5s measurements from the optical bench showed that all parameters were within specification. Monitoring of the analog data from the optical bench¿s ccd array did not reveal any defects in the ¿fringe¿ pattern. The console was tested with a known good pump and purge system, with no observable anomalies. Visual inspection of the internal circuitry of the console did not reveal any issues. In conclusion, the reported controller error was traced back to a communication protocol anomaly in the optical bench firmware (fw), which caused misalignment in the data communication packets received by the epc. The aic sw operated as designed.